Event description:
The pt received her scs system on (B)(6) 2006. It was reported that she is experiencing pain at the ipg site. The reported discomfort began after the pt's weight loss and is present regardless of the stimulation's function. On (B)(6) 2010, the pt's ipg was replaced with a smaller model, and she is doing much better as a result. The explanted device was returned to the MFR on (B)(6) 2010. A supplemental report will be filed as necessary at the conclusion of the device analysis.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.